Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-04126, 2134265-2017-03961 and 2134265-2017-03960. It was reported that chest pain with st segment elevation occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After advancing a non-bsc guide catheter in the 6th distal portion of the vessel, a 2.25 x 24 synergy drug eluting stent (des) was deployed at the proximal portion. It was then realized that the distal portion has to be treated as well. A 2.25 x 16 synergy des was then advanced to treat the distal lesion. However, upon retraction, it was noted that the device was stuck from the previously implanted stent. After several attempts, the non-bsc guide wire and the device were pulled back to the guide catheter and were removed as a unit. It was then noted that the first synergy des was explanted and stuck on the second synergy des. Two promus premier¿ stents were then deployed. However, the patient experienced chest pain and some st segment elevations were still noted. The procedure was then completed with a different device. No further patient complications were reported and the patient's status was stable.